Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a red alert for low out of range pace impedances on the right ventricular (rv) lead. Oversensing on the rv channel was also observed. At this time, the products remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this pacemaker and the rv lead were explanted. As the patient was not dependent and paced less than one percent of the time, the system was not replaced. Prior to explanting the system, fluoroscopy was performed. The rv lead had an acute bend near the tricuspid valve, so the physician suspected that the lead had adhered to the moderator band of the tricuspid valve which in turn, altered the lead integrity. No additional adverse patient effects were reported.